Manufacturer narrative:
D4 primary UDI number: this device was not manufactured for sale in the USA.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The device was rebooted to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in an error that results in a loss of mechanical ventilation. There was no patient involvement.